Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, the eye was hypotenous for five days. The surgeon indicated that five months after implantation, the shunt was noted to be touching the iris, but causing no harm. The shunt remains implanted.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The shunt remains implanted. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one other complaint reported in the lot number. (B)(4).